Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited no capture at max outputs. It was also reported that the lead experienced oversensing, noise and multiple short ventricle to ventricle intervals. It was reported that the patient experienced near syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.